Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the device alerts went off at different times possibly related to magnetic contact. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.